Event description:
A report was received that the patient was experiencing overstimulation and pain down to the leg. The patient underwent an explant procedure.

Manufacturer narrative:
Sc-1132 ((B)(4)). Device evaluation indicated that the ipg passed all tests performed. Sc-8336-70 ((B)(4)). Device evaluation indicated that the source of the complaint was not determined as the lead was cleanly cut into pieces. X-ray inspection found the lead cables were not fractured. The cut damage to the device is a result of a typical explant procedure and it is not considered a failure. Electrical test couldn't be performed due to the cut damage on the lead. Additionally, one of the electrodes was dislodged and not returned. Since there is no complaint about high impedance on one contact, damage most likely occurred during the explant procedure.

Manufacturer narrative:
Model number/catalog number: sc-8336-70, serial number: (B)(4), batch/lot number: 20598797, model/catalog description: coveredge 32 surgical lead kit 70 cm.

Event description:
A report was received that the patient was experiencing overstimulaton and pain down to the leg. The patient underwent an explant procedure.